Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient was in good condition.